Event description:
An IV pole assembly was being prepared for a hydrothermablation (hta) procedure. According to the complainant, the hanging wires were noted to be exposed. There were no patient complications reported with this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.